Manufacturer narrative:
H6: results: visual inspection of the lens showed one haptic was bent. There was evidence of surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v. The surgeon believed there was a kink on the lens and decided not to use it. The lens had pt contact, but was not implanted. There was no pt injury. The reporter could not recall the model and lot # of the cartridge and injector used.